Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 552 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer changed out their infusion set, administered insulin and a manual dose injection to address bg. Reportedly, tandem technical support assisted customer in making settings adjustments to better fit their needs.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.